Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social network that the ring was damaged and the customer was unsure if the reservoir was able to lock in place. The customer¿s blood glucose level was unknown. The device will not be returned for analysis.